Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the pxw35 skin stapler was fired. Within minutes, the staples opened up, which resulted in the surgeon having to suture the wound by hand. The incisions were manually sutured to complete the case. The device was not saved.